Event description:
It was reported that needle 30x1/2 ll eclipse brazil had volumetric accuracy issues. The following information was provided by the initial reporter: according to notification when aspirating the medication -heparin with this needle, it was observed that, despite aspirating the desired volume, in the end it is with a smaller volume, it was also compared with another brand. Risk management pharmacist at the hospital entered in contact informing that: when aspirating a volume of 0.2 ml with the needle bd eclipse 0.3x13 (item discontinued on (B)(6)2019 ), the volume aspirated in a 1ml syringe is less than the volume when using the same syringe and a needle from another manufacturer.

Manufacturer narrative:
H6: investigation summary three photos and one video were received by our quality team for evaluation. From the photos and video, it was observed that the syringe with the 26g needle contains more solution compared to the syringe with the 30g eclipse needle. It was also observed that there were larger air bubbles in the syringe with the 26g needle. No abnormality or any deformation was observed on the 30g eclipse needle. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. From the team¿s investigation, the difference between the volumes could likely be attributed to the air bubbles, however as no samples were received, the root cause of this incident cannot be determined.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 30x1/2 ll eclipse brazil had volumetric accuracy issues. The following information was provided by the initial reporter: according to notification when aspirating the medication -heparin with this needle, it was observed that, despite aspirating the desired volume, in the end it is with a smaller volume, it was also compared with another brand. Risk management pharmacist at the hospital entered in contact informing that: when aspirating a volume of 0.2 ml with the needle bd eclipse 0.3x13 (item discontinued on 08/08/2019 ), the volume aspirated in a 1ml syringe is less than the volume when using the same syringe and a needle from another manufacturer.